Manufacturer narrative:
Batch review performed on 15 april 2021: lot 1902412: (B)(4) items manufactured and released on 18-jul-2019. Expiration date: 2024-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0212fr tibial insert fixed sphere flex size 2/12 mm r (k121416) lot. 178755. Batch review performed on 15 april 2021: lot 178755: (B)(4) items manufactured and released on 18-apr-2018. Expiration date: 2023-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
10 months after primary the patient came in reporting discomfort and the surgeon observed that the patient had a flexion contracture. The cause of the flexion contracture is unknown. The surgeon revised the femoral component and insert and added a fluted extension stem. The surgery was completed successfully.